Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the skin laceration cannot be ruled out. The fall was unrelated to the device. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 51-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient informed novocure that, on (B)(6) 2025, she sustained a laceration on her head after falling backwards while in a wheelchair. The patient was using optune gio therapy at the time of the event. The patient required stitches for her wound and spent two hours at the hospital. As of the time of the report, the patient was back home. Optune gio therapy was temporarily discontinued. The patient's prescribing physician was contacted but no reply was received to this date.